Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Functional inspection performed showed no issues with extension and retraction. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint was not confirmed. The device did not show any evidence of the alleged issue, nor did it show any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure the snare was unable to cut the polyp. Connections and generator settings were checked. The procedure was completed using another captivator snare with the same generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure the snare was unable to cut the polyp. Connections and generator settings were checked. The procedure was completed using another captivator snare with the same generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of loop unable to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.